Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the device experienced a damaged / cracked needle. The following information was provided by the initial reporter. The customer stated: on (B)(6), the nurse prepared venous indwelling for the patient undergoing general anesthesia the next day. After successful puncture with the closed venous indwelling needle, the needle was removed and bleeding was found at the root of the needle. After careful examination, the needle was found to have cracks at the root of the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the device experienced a damaged / cracked needle. The following information was provided by the initial reporter. The customer stated: on february 8, the nurse prepared venous indwelling for the patient undergoing general anesthesia the next day. After successful puncture with the closed venous indwelling needle, the needle was removed and bleeding was found at the root of the needle. After careful examination, the needle was found to have cracks at the root of the needle.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1230369. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.